Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to implant failure.

Manufacturer narrative:
D4 expiration date, d6a, d10 h4,h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2023-00743; 114917, s802 - device failed, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.